Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had medications were not crossed over to station from epic. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that medications were not crossing over to station from epic. A technical support specialist (tss) dialed into the medication application server through securelink. The tss had verified that both sample patients provided had been assigned to the unit; however, the unit had not been assigned to any area. It was also observed that the station had been assigned to only one area. The tss had verified the details with the customer, who confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.